Manufacturer narrative:
(B)(4). Batch # t93u41. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why did the surgeon decide to convert to open procedure? Did the alleged deficiency with the device cause or contributed to that decision?

Event description:
Doctor reported that the active part of the device was not responding to the trigger.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2020. Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand piece and tested on a gen11. The device was functional when the max or min hand activation buttons were pressed. The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the issue encountered was due to the hand piece contacts being dirty. It is recommended that the surface of the hand-piece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in no hand activation function. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.